Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a hemashield gold graft was used instead of graft recommendations for an impella 5.5 placement. The patient developed bleeding from the graft anastomosis. Lots of drain output was coming from the impella site. The patient was given copious amounts of blood products to resuscitate. The patient was taken to the intensive care unit and will continue to manage bleeding issues. Anticoagulation was held. The patient survived the event.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The product was returned. The root cause of the access site bleeding issue was anticoagulation management due to high patient activated clotting time values. Anticoagulation was stopped to achieve hemostasis as per the clinical description.